Event description:
The lay user/patient contacted lifescan (lfs) on march 13,2007, and alleged that her lancing device cap was broken. The patient stated that because her lancing device cap she stopped testing her blood glucose. The patient stated that she had not tested for approximately 3 months because of this issue. She does not know the exact date that she went to the emergency room. She had symptoms of dizziness and sweating at the time that she went to the hospital. She was treated IV glucose, but she does not know what her blood glucose level was. It would have been helpful to know exactly how long the patient was unable to test prior to going to the hospital, when her symptoms began, the meter result at the hospital, her medication regimen, and any adjustment the patient made to her regimen. This complaint is being reported, as the lancing device malfunctioned and the patient stopped testing due to the meter issue. Some time later, the patient received medical attention hypoglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.